Event description:
On september 28, 2009, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra2 is giving an error 5 message. On october 6, 2009, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests her blood glucose two or three times per day and manages her diabetes with 70/30 novolog mixed insulin. The pt adjusts her 70/30 mixed insulin according to the lfs meter reading. In 2009 at 8 am, the pt ran out of accu-chek test strips and started to use the one touch ultra2 meter. According to the pt, the subject meter kept giving the error 5 message. She was never able to obtain a blood glucose reading on the subject meter. The pt used her husband's meter from time to time but she was unable to test her blood glucose as frequently as she would usually test. One week after the error 5 message began, the pt tried to test her blood glucose 12 times with the subject meter at dinner time without success. The pt reportedly took her usual dose of insulin and ate her dinner at 6 pm. Two hours later, the pt developed symptoms of feeling sweaty, hungry, and weak. The pt tested on her husband's meter at "72 mg/dl". The pt drank a diet coke and felt better within 5 minutes. The pt did not participate in any strenuous activity that day. Her insulin regimen has not changed prior to or on the day of the incident. The pt felt that had she been able to obtain her glucose reading on the subject meter that day, she would not have taken so much insulin and may have been able to prevent the alleged symptoms. During troubleshooting, the customer care advocate verified that the testing technique was correct, the test strips were in good condition, and the reported issue was resolved with a new vial of test strips. This complaint is being reported because the pt developed symptoms and received treatment that can be associated with hypoglycemia after she was unable to test her blood glucose due to the alleged product issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.